Event description:
Information received indicates a leak was detected from the cannula during the case. Bypass was briefly interrupted to replace the product. No patient complication was reported other than minor blood loss.